Event description:
On (B)(6) 2010, patient reported her infusion device was accidentally placed into lock mode. Advised she needed to press the menu button and the down arrow button to unlock the device. Patient reported she and her husband attempted several times and they can not get the infusion device to unlock. Patient stated, she has been having issues recently where the menu button would not respond. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.